Event description:
On (B)(6) 2009, pt reported when he changes the insulin cartridge, he has difficulty in getting the piston rod to go down. He stated he noticed this a week or so ago and then again yesterday when he completed the change the cartridge procedure. Advised him not to use any batteries that say heavy duty, super cell, industrial, zinc, or lithium batteries. Pt reported the infusion device would not make any abnormal noise on its decent. He stated he would just continue to go through the change the cartridge procedure and it finally would go all the way down. Pt stated he is aware to attach the infusion adapter and infusion tubing to the insulin cartridge prior to inserting it into the chamber of the infusion device, but he does not always do this. Pt believe insulin spilled in the insulin cartridge compartment. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.